Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the iab was in use, the physician found that blood was coming in the line and the internal lumen was found broken. On inspection after removal found a broken internal lumen. As a result, the iab was removed and another attempt was made successfully in the opposite femoral artery. There was no report of patient death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab central lumen was found broken near the iab distal tip during the complaint investigation, which allowed blood to enter the helium pathway. The root cause of the central lumen break is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the iab was in use, the physician found that blood was coming in the line and the internal lumen was found broken. On inspection after removal found a broken internal lumen. As a result, the iab was removed and another attempt was made successfully in the opposite femoral artery. There was no report of patient death.